Manufacturer narrative:
Skewed jaw tips. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, yes; damaged jaws, misaligned; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, n/a; jaws: inside width at tips, .225; lockout functional, n/a and number of clips fed and formed, 3 scissored. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the jaws had become damaged and could not form a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. This inquiry was originally reported as an rpo "record purpose only."

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip was malformed (scissored). The clip did not cut the vessel. There was no pt consequence.